Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and had an incomplete flap in the left eye (os) which was finished with surgical scissors and a bandage contact lens (bcl) was placed on surgery day and was removed at 1 day follow up. On (B)(6) 2019, patient presented with epithelial ingrowth. The topical steroid dosage was increased and a flap lift and scrape was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 2.75 x -1.25 x 96, left eye pre-op 20/20 3.50 x -1.50 x 80.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.